Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient's left hip dislocated.

Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical records and x-rays were reviewed by a consulting clinician who indicated the x-ray confirmed the dislocation but additional records such as primary operative reports, clinical/past medical history and follow up notes are required to determine the root cause. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: a review of the x-rays by the clinician confirmed the dislocation. However, the root cause cannot be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient's left hip dislocated.